Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to ketoacidosis. It was stated that the insulin pump did not alarm. It was stated that when the carelink was opened the health care provider saw that the insulin pump was in suspend on every day and every hour. The self test was performed and passed. No further information was provided.